Event description:
Per the dealer, the power chair is decelerating and accelerating. The consumer alleges that often while operating, the chair would slow down and it would seem like the wheels were moving but the chair was not going anywhere.